Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis did not confirm the reported telemetry failure. Computed tomography scanning revealed an anomaly at the battery electrical connector weld as the interface was notably different on the suspect device as compared to a reference device. The returned device found the battery to be out of specification for an electrical parameter. Battery analysis found no evidence of an internal shorting mechanism was found during destructive analysis. Review of the manufacturing data, and data gathered during the visual and x-ray inspection, and electrical testing, did not show any unexpected results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis did not confirm the reported telemetry failure. Computed tomography scanning revealed an anomaly at the battery electrical connector weld as the interface was notably different on the suspect device as compared to a reference device. The returned device found the battery to be out of specification for an electrical parameter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the leadless implantable pulse generator (ipg) was unable to be interrogated. Two different programmers were used and unable to get telemetry. The ipg was not used. There was no patient involvement.